Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent movement was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the returned device analysis and the information reviewed, there is no indication of product deficiency.

Event description:
It was reported that after unpacking the 4.0 x 23 mm vision stent, and prior to preparation, it was noted that the stent appeared to be loose on the delivery system and partially hanging off. The device was not used on the patient. Another vision stent was used to successfully complete the procedure. There was no clinically significant delay of procedure reported. No additional information was provided.